Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s son-in-law reported the patient received a low glucose vibration alarm prior to driving. However, the patient did not acknowledge the alarm and address the low glucose. The patient crashed the car and the airbags deployed. The patient was transported to the emergency department (ed), treated and released with pain medications. The patient¿s cousin who was with the patient at the time of event confirmed hearing the vibration alarm prior to the patient driving. Although there was no allegation the dexcom system contributed to the event, medical intervention occurred because of the car crash. Additionally, the patient¿s son-in-law stated that the patient had kept the receiver on vibrate only so that she would not receive any audible alarms. The patient has since changed the settings to receive audible alerts/alarms. At the time of contact, the patient was doing okay. No additional patient or event information is available.